Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) low vacuum message after start up.

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) had low vacuum message after start up. There was no patient involvement and no harm reported. A getinge field service engineer (fse) checked the vacumn output reading and it is below the factory limits. He disassembled the unit and performed a calibration test and tried to adjust the vacuum regulator but it did not respond to the adjustment. Fse replaced (d119-00-0236)scroll compressor to fix the issue. Ran unit a complete calibration test and readjusted the pressure and vacuum regulators to factory values, ran unit on a test balloon for approx 30 mins and all works as it should, unit is cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) low vacuum message after start up. There was no patient involved.